Event description:
It was reported during a 2 level spinal procedure that the cortoss mixtip snapped and broke away from the cortoss cartridge. This occurred during a surgical procedure when the surgeon was attempting to inject cortoss through the mixtip into a vereport cement cannula. This breakage occurred twice; both at the level one and level two. It was noted that some cortoss was able to be injected prior to the cement breaking; however, this cortoss set prior to replacement of the mixtip and injection of additional cement. The cortoss was reported to have set " a minute faster than normal". There was no reported adverse event to the patient.